Manufacturer narrative:
The sv 0.018 peripheral steerable guidewire has lost its tip. Another sv 0.018 guidewire was used. The product was returned for analysis. A non-sterile pgw .018 sv short 300cm st guidewire was received for analysis coiled inside a plastic bag. Per visual analysis, the wire body was observed unraveled/stretched and separated at the distal tip. No other anomalies were observed. Per microscopic analysis, sem results showed the separated area of the body of the pgw .018 sv short 300 cm st unit presented evidence of tension marks, ductile dimples and plastic deformation on the wires of the unit. The plastic deformations and ductile dimples found on wires, resulting in tension marks are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material of the guidewire was induced to a tensile force that exceeded the wire material yield strength prior to the separation. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 35234606 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿distal tip-wires-fractured-separated¿ was confirmed during analysis of the returned device. The wire body of the unit was observed separated at the distal tip. The exact cause of the event could not be determined during analysis. Handling factors, such as tensile overload, may have contributed to the reported event as evidenced by tension marks, ductile dimples and plastic deformation on the wires. According to instructions for use, which is not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. Stop the procedure. Do not move or torque the guidewire. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Note: do not pull the distal tip to remove guidewire from dispenser as it may damage the tip.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections PMA/510k, type of reportable event, if follow-up, what type, device manufacture date, and adverse event problem have been updated accordingly. The sv 0.018 peripheral steerable guidewire has lost its tip. Another sv 0.018 guidewire was used. The product was not returned for analysis. A photograph was provided of the event device. One picture of a seemingly pgw .018 sv short 300cm st was received for analysis. The actual device was not received for analysis. Per picture analysis, a tip of a guide wire was observed unraveled/ stretched, as well as elongated and fractured /separated. No other anomalies were noted. A product history record (phr) review of lot 35234606 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿distal tip-wires-fractured-separated¿ was confirmed through analysis of the photograph provided for review. The exact cause of the event could not be determined during analysis. Based on the information available for review, handling factors may have contributed to the event however this cannot be determined based solely on a photograph of the alleged device. According to the warnings in the safety information in the instructions for use ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. Stop the procedure. Do not move or torque the guidewire. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Note: do not pull the distal tip to remove guidewire from dispenser as it may damage the tip.¿ neither the phr review nor the product photograph suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
One picture of a seemingly pgw .018 sv short 300cm st was received for analysis. The actual device was not received for analysis. Per picture analysis, a tip of a guide wire was observed unraveled/ stretched, as well as elongated and fractured /separated. No other anomalies were observed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sv 0.018 peripheral steerable guidewire has lost its tip. Another sv8 guidewire was used.